Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump memory and the parameters set up were not maintained. It was stated that the customer was unable to follow the therapy. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue using the device. The pump will not be returned for analysis.

Manufacturer narrative:
The customer returned pump for an alleged memory not maintain in the parameters. Unit was programmed with correct time and date. Pump monitored for few days. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and self test. However, after battery change and resets time/date to factory default due to c13 voltage leak at interface board. The following were noted during visual inspection: cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original I/f board was removed conducting intend troubleshooting discovered c13 voltage leak form the cap measuring failed on the cap. However, using the test I/f board no anomalies was notice after battery insert. Problem isolated to I/f board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.